Event description:
It was reported that during a subchromial decompression the vapr tip broke off. The piece was retrieved by the surgeon without pt complications and the surgery was completed with a new electrode.